Event description:
This device was explanted because there were no detection even after lead retesting and header/pin repositions. The pocket was close and had to be reopened for the new device. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated revealing the battery status bol. During the interrogation a note was displayed on the programmer screen indicating that the device was pre-programmed and the auto-implant-detection has not been completed yet. The ability of the device to deliver therapies was verified and the clinical observation was confirmed, the pacemaker did not start to pace after appropriate lead connection. Therefore, the pacemaker's memory content was thoroughly analyzed. The analysis revealed a severely inconsistent memory content which was not automatically recoverable by the pacemaker. In particular, a specific area was affected that led to unsuccessful lead impedance measurements in bipolar as well as in unipolar lead configuration. Therefore, the pacemaker was not able to start the auto-implant-detection after connecting the leads leading to the clinical observation. During the further course of the analysis, a manually triggered reset of the pacemaker was performed correcting this specific inconsistent memory of the device. Subsequently, the memory content documented no anomalies and the pacemaker was subjected to a complete final acceptance test proving to be fully functional. In summary, the clinical observation resulted from inconsistent memory content. The root cause for the inconsistent memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the inconsistent memory content the device was operating as specified.